Event description:
It was reported that the patient experienced an over dose. It was indicated that the spinal cord stimulator (scs) was replaced and the pump was just implanted. The health care provider believed that the patient was getting too much medication because he was not able stay awake, his pupils were pin-pointed and he hypoventilated. It was indicated that the physician used a magnet over the patient's pump to cause a motor stall. The motor stall was confirmed and noted in event logs with no motor stall recovery recorded. It was noted that the patient was at 1.5mg/day. It was later reported that the motor stall had recovered. The hcp changed the daily dose from 1.5mg/day to 0.48mg/day. The drug concentration was also changed from 30mg/ml to 10mg/ml. It was noted that the patient was "doing well" and receiving effective therapy. The drug delivered via pump was dilaudid.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4) (pin-point pupils). (B)(4).